Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: 28mm dia cocr mod hd -3mm nk. Item: 163661. Lot: j7835359. The location of the reported device is unknown at this time. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported while attempting to put the size 53 ringloc bipolar head together, the plastic liner with 28mm neck in it, would not insert into the medal outer shell. It was discovered that the ring in the metal head was broken. Due diligence is in progress for this complaint; to date no additional information or product has been received.